Event description:
It was reported that a customer gave a talk at a meeting of the german society of heart, lung and thoracic surgery (dgthg) entitled "diagnosis and treatment strategies of outflow graft obstruction in the fully magnetically levitated continuous flow lvad¿. Twelve cases of outflow graft obstruction were presented within the talk. The root cause of the obstruction was named ¿jelly formation¿ which appeared under the bend relief of the outflow graft and compressed the outflow graft. This event was determined to be one of the 12 events mentioned in the talk.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) . A specific cause for the reported infection could not be conclusively determined through this investigation. The reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and the outflow graft was not returned for evaluation. (B)(6) was returned assembled with the pump cable being severed approximately 2.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable, apical cuff, and sealed outflow graft were not returned. The device appeared to have been exposed to a fixative agent. Examination of the pump blood-contacting surfaces revealed a red, tissue-like thrombus formation, adjacent to the distal end of the inflow cannula. Although the origin of the formation could not be conclusively determined through this investigation, the structure of the formation suggested that it developed within the inflow cannula over an undetermined amount of time while the pump was supporting the patient. The deposition was obstructing a significant portion of the blood flow path and could be contributed to a decrease in blood flow through the device, resulting in the sudden onset of low flows captured in the log file data. Loosely seated, fixed depositions were identified in the distal opening of the inflow cannula, rotor, rotor well, and in the volute, cutwater, above the rotor sections of the pump cover. These depositions appeared consistent with poor surface washing, as a result of the low flows, and exposure to a fixative agent. Strongly adhered, brittle white depositions were identified in the pump outflow, as well as adjacent to the proximal edge of the inflow cannula. These depositions did not appear large enough to obstruct flow. Samples of these depositions were sent to an outside lab for histology. The samples were determined to be fibrin clots comprised of many hyphal-like structures most consistent with a yeast, most likely candida, species. The numbers of neutrophils to macrophages were roughly equivalent and the clots were considered to be roughly between three and five days of age. The device was cleaned, rebuilt, and attempted to be tested under loaded conditions, heartmate 3 left ventricular assist device calibration and functional test procedure. Upon connection to heartmate 3 functional tester, the pump was unable to levitate the rotor, which would intermittently spin against the sidewall of the rotor well. The observed behavior appears consistent with an increase in rotor drag due to the observed thrombus deposition, which resulted in an increase in pump temperature and motor current, thereby damaging the internal components of the pump motor. Due to the apparent motor damage, the pump was unable to be functionally tested. The heartmate 3 left ventricular assist system instruction for use (rev. G) contains the following information: section 1 lists infection and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in this section. Section 2 states that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Always ensure that the power cables are connected to a power source to ensure the heartmate iii pump will restart during a controller exchange. Additionally, this section says to ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. Section 4 outlines all system monitor operations and alarm messages. The instruction for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 states that at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. This section also contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding section 6 lists thromboembolism and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. Section 8 states that the driveline should not be disconnected from the system controller for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system patient handbook (rev. G), contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the device was exchanged due to pump thrombus. The thrombus began at the inflow and extended up to the outflow. The device will be returned for investigation. The patient was not feeling well on (B)(6) 2020 and was admitted to a nearby hospital with signs of infection. The source of the infection was later stated to be pneumonia. The pump flow was already reduced at this point and the patient was deteriorating. The patient was put on va ECMO and was transferred to the transplant hospital. The ventricular assist device (vad) coordinator checked the log file and noted a prolonged pump stop. The account believed that the prolonged pump stop may have been due to a situation such as the patient had tried to change his controller but was unable to do so due to full dependency on the pump. The log file was not provided by the team at this time. The pump was exchanged at the transplant hospital on (B)(6) 2020 to a heartmate 3. The events that occurred after the exchange are covered under MFR. Report # 2916596-2020-04641.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6). A specific cause for the reported infection could not be conclusively determined through this investigation. The reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and the outflow graft was not returned for evaluation. (B)(6) was returned assembled with the pump cable being severed approximately 2.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable, apical cuff, and sealed outflow graft were not returned. The device appeared to have been exposed to a fixative agent. Examination of the pump blood-contacting surfaces revealed a red, tissue-like thrombus formation, adjacent to the distal end of the inflow cannula. Although the origin of the formation could not be conclusively determined through this investigation, the structure of the formation suggested that it developed within the inflow cannula over an undetermined amount of time while the pump was supporting the patient. The deposition was obstructing a significant portion of the blood flow path and could be contributed to a decrease in blood flow through the device, resulting in the sudden onset of low flows captured in the log file data. Loosely seated, fixed depositions were identified in the distal opening of the inflow cannula, rotor, rotor well, and in the volute, cutwater, above the rotor sections of the pump cover. These depositions appeared consistent with poor surface washing, as a result of the low flows, and exposure to a fixative agent. Strongly adhered, brittle white depositions were identified in the pump outflow, as well as adjacent to the proximal edge of the inflow cannula. These depositions did not appear large enough to obstruct flow. Samples of these depositions were sent to an outside lab for histology. The samples were determined to be fibrin clots comprised of many hyphal-like structures most consistent with a yeast, most likely candida, species. The numbers of neutrophils to macrophages were roughly equivalent and the clots were considered to be roughly between three and five days of age. The device was cleaned, rebuilt, and attempted to be tested under loaded conditions, as outlined via the heartmate 3 left ventricular assist device calibration and functional test procedure. Upon connection to heartmate 3 functional tester, the pump was unable to levitate the rotor, which would intermittently spin against the sidewall of the rotor well. The observed behavior appears consistent with an increase in rotor drag due to the observed thrombus deposition, which resulted in an increase in pump temperature and motor current, thereby damaging the internal components of the pump motor. Due to the apparent motor damage, the pump was unable to be functionally tested. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 12sep2018. The heartmate 3 left ventricular assist system instruction for use contains the following information: section 1 lists infection and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in this section. Section 2 states that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Always ensure that the power cables are connected to a power source to ensure the heartmate iii pump will restart during a controller exchange. Additionally, this section says to ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. Section 4 outlines all system monitor operations and alarm messages. The instruction for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 states that at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. This section also contains information regarding the preparation and attachment of the sealed outflow graft. The user is instructed to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists thromboembolism and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. Section 8 states that the driveline should not be disconnected from the system controller for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system patient handbook contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.